Event description:
As reported from a clinical study, approximately 15 days post transseptal transcatheter mitral valve replacement (tmvr) procedure with a 29 mm sapien m3 valve, there was observation of left ventricular outflow tract (lvot) obstruction. The lvot obstruction was noted to be mild. Subsequently, the patient had an atrial septal defect (asd) closed. Additional information received via medical records revealed the patient had a mild lvot gradient with turbulent flow. It was also noted that there was a moderate increase in the patient's right heart and pulmonary artery pressures. The patient underwent a procedure to close the atrial septostomy. Post asd closure with a septal occluder, the lvot gradient improved. It was noted that the patient's peak lvot gradient was 20 mmhg. The patient's beta blocker medication dose was increased to further manage the lvot gradient. Subsequently, the patient reported to be feeling better.

Manufacturer narrative:
The complaint device, sapien m3 valve - model 9880tfx29mclus, is not sold or marketed in the us; however, it is deemed similar to the sapien 3 transcatheter heart valve - model 9600tfx29, PMA # p140031. The PMA/510k field will be blank. Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures are known potential adverse events associated with the overall transcatheter heart valve (thv) procedure and may require intervention. There are two different ways that a septal defect can develop. The first is congenital and can be either a ventricular septal defect (vsd) or an atrial septal defect (asd). The septal defect is an opening that occurs in the septum that separates the heart left and right ventricles and atria. A ventricular septal defect (vsd) allows blood to pass from the left to the right side of the heart. The oxygen-rich blood then is pumped back to the lungs instead of out to the body, causing the heart to work harder. This is an infrequent but known potential complication of the thv procedure. A larger vsd can cause hemodynamic instability and will require surgical intervention. However, there are small vsds that can occur that do not require intervention. The second is created by a trans-septal approach and is usually used to access the left side of the heart (arterial side) through the septum from the right atrium (venous side) as was performed to complete this tmvr procedure the delivery system is advanced through this new opening creating a small atrial septal defect (asd). Usually, this small asd will close on its own over time and does not require treatment. A larger asd can cause symptoms, such as difficult breathing, palpations, fainting, tia, stroke, and/or hemodynamic instability and may require a closure device (septal occluder). The asd can be percutaneously closed during the index procedure with a septal occluder. However, if the asd is not closed during the index procedure and the asd does not close on its own over time, the patient may need to come back for an intervention. In this case, there was no allegation or indication a product malfunction contributed to this adverse event; however, due to a moderate increase in the patient's right heart and pulmonary artery pressures, a decision was made to bring the patient back to the cath lab to close the atrial septostomy. Per the instructions for use (IFU), left ventricular outflow tract (lvot) obstruction is a known potential adverse event associated with the sapien m3 (sm3) procedure. Lvot obstruction in patients who undergo transcatheter mitral valve replacement is a well-recognized postoperative complication. In most cases of postoperative lvot obstruction, the obstruction results from the protrusion of the dock/valve into the lvot or from abnormal subvalvular positioning of the dock/valve. Additionally, lvot obstruction may occur postoperatively if there is a narrowed mitral-aortic angle, or due to a thickened interventricular septum. Other possible causes include a hyper contractile left ventricle or atrial fibrillation. Obstruction of the left ventricular outflow tract can also be caused by patient factors (dock/anterior mitral leaflet protruding into the lvot) or procedural factors (positioning of the dock/valve within the annulus). Inaccurate deployment is generally a result of use error or a combination or patient and procedural factors. In some cases, this would not cause hemodynamic compromise but may result in an increase in the subvalvular lvot gradient. In other cases, lvot obstruction could result in clinically significant hemodynamic compromise that may require additional intervention to correct. In this case, the patient was noted with an asd that had not closed. A decision was made to close the asd with a septal occluder which helped improve the lvot gradient. The thv sapien m3 system procedural training manual instructs the operator on proper positioning and deployment of the dock/valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards lifesciences before they are qualified to use the sapien m3 thv and each case is clinically supported by specific sm3 team. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy and intraprocedural echocardiogram imagery as the methods of visualization for positioning and deployment. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest the asd may have caused or contributed to this event. Once the asd was closed, the lvot gradient improved. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.